Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Legal manufacturer: external supplier sphinx werkzeuge ag. Manufacturing date: november 10, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit was discovered broken. It was reported during an initial procedure the drill bit broke. The pieces were easily retrieved and no piece of the broken drill bit remained in the patient and no additional medical intervention was needed. The procedure was completed successfully with no delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the investigation of the returned drill bit has shown that the tip is broken off and the shaft is bent. The cutting edges are completely worn out and not sharp anymore. The device history record was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, an exact cause could not be determined to indicate what has led to this occurrence. It is likely that a mechanical overload situation led to the breakage of the drill bit. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.